Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report #3006705815-2017-07349. It was reported that the patient's lead migrated down (no report of fall or trauma). During the surgical intervention ((B)(6) 2017) when the physician was explanting the right lead both the leads came out of the epidural space. As a result both leads were explanted and replaced and therapy was restored post-operatively.